Event description:
The devie was applied during a laparoscopically assisted vaginal hysterectomy. Reportedly, on the fifth firing the staples did not form properly and the tissue was not cut. The surgeon cauterized to complete the procedure. The hosp has reported that no pt injury occurred.